Manufacturer narrative:
(B)(4). A philips field service engineer evaluated the device and noted a therapy failure message. The therapy and processor pca's were replaced to resolve the symptom. The device passed testing and was returned to service. We are unable to determine the cause of the malfunction as multiple parts were replaced.

Event description:
The customer reported a shock equipment malfunction message during testing. There was no patient involvement.